Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured loss of power to the mobile power unit on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller's backup battery until external power was restored. The mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. As the patient was admitted, the event likely occurred during education.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The mpu (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data was reviewed. On (B)(6) 2025 no external power alarm activated at 22:47:17, consistent with a loss of external power while connected to the mpu. The backup battery supported the system as intended during the loss of external power without any issues. The alarm resolved at 22:47:17 when external power to the mpu was restored. No other notable events were observed. The loss of external power did not affect the controller¿s ability to operate the pump as intended. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for mobile power unit, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.